Event description:
It was reported that the customer experienced an issue with their pump settings, specifically related to time and personal profile updates, contributing to a blood glucose level of 600 mg/dl. A nurse provided routine assistance to the customer in addressing the high blood glucose level by advising manual injections, while the customer updated the pump time with technical support's help. There was no injury or presence of ketones reported.